Event description:
Customer reported receiving a lost sensor alert. Insulin pump's alarm history showed that two error alarms had recently been returned. After turning the sensor feature off and on again, the error alarms occurred once more. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Pump was monitored for 24 hours with multiple basal rates. No 52 alarm noted. Unit alarmed a64 during self test and unable test for lost sensor alarm due to faulty y1 on rf board. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4).